Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
Additional information noted that updated device data was sent. Data analysis showed the battery appeared to be depleting more quickly than expected and the fault code was triggered and was appropriate. Device replacement was recommended.

Event description:
A review by boston scientific technical services (ts) noted that they cannot predict the battery depletion under the fc1003 error code situation. Due to the code the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. Ts discussed that the physician needs to assume the most conservative approach and consider to monitor the patient if this patient is pacemaker dependent. Based on the device data it was noted that there was no low voltage fault declared however the battery depletion was abnormal.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, as well as tones. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded on (B)(4) 2017. The battery voltage was lower than expecte, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.